Event description:
This is being filed to report the clip caught in the chordae requiring it to be deployed where it was stuck. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds)(111011r190) was advanced and placed on the mitral valve. While establishing final arm angle (efaa) the clip opened. Troubleshooting was performed however the clip opened again when attempting efaa. The physician decided to continue with implanting the clip; however post deployment, the clip opened to approximately 50 to 60 degrees. A second cds (10511r201) was advanced to be placed lateral to the first clip when it became entrapped in the chordae. Troubleshooting was unsuccessful and the clip could not be removed therefore the clip was deployed where it was stuck, grasping chords and the posterior leaflet. The procedure was completed at this time with mr reduced to 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip device mentioned will be filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, the reported entrapment of the device resulting in foreign body in patient appear to be a result of procedural circumstances. Lastly, the reported unexpected medical intervention was a result of cases specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.